Event description:
The report received from the affiliate indicated that during a diagnostic cardiac catheterization, the physician was having difficulty positioning the 5 fr. Infinity jl3.5 100 cm catheter into the correct vessel. After removing the catheter from the patient upon inspection, the white distal tip was noted to be missing. The packaging was retrieved and the missing distal tip of the catheter was still in the packaging tray. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint report stated that during angiography, the physician had some trouble with the catheter. He was not able to position the catheter in the vessel. The catheter was retrieved and it was noted that the distal tip was missing. They checked the package and found the tip in the tray. There was no patient injury. The product was returned for inspection. One non-sterile 5fr infiniti jl3.5 diagnostic catheter was received coiled in a plastic bag. The catheter body was kinked; this is likely due to the return shipping. The catheter tip was received detached from the catheter body inside of an additional plastic bag. No elongation or damages were observed at the fuse area on either section (tip or body). During sem analysis report, it was observed that the body and the tip's surfaces did not present evidence of a fuse joint. No visual evidence of any chemical degradation or cutting was noted. No other damages were noted that could be related to the reported failure. The outer and inner diameters were measured next to the body-tip separation and were found within dimensional specification. A meeting was held with dx pet representatives concluding that the tip separation appears to be related to the manufacturing st fusing process since there is no clear evidence of a full or even partial fusing or traces of material transfer observed on returned unit. There were no units left in finished goods inventory from the complaint lot or bounding lots available for testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tip separation was confirmed and appears to be related to the manufacturing fusing process. A distributed product risk assessment was opened to address this issue.